Event description:
It was reported there was a revision surgery performed to remove the screws due to patient presenting with an infection.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported there was a revision surgery performed to remove the screws due to patient presenting with an infection.

Manufacturer narrative:
Update: h6. The reported event could not be confirmed, because not enough information was provided. To gain a better insight in the event and the conditions the product had been exposed to the customer was asked to fill out the checklist the complaint devices are delivered non-sterile and their instructions for use include the correct cleaning and sterilization instructions. Indications for any device or manufacturing related problems were not found. Based on the investigation there is no indication for a not correctly working product or any design, material or manufacturing related issue.